Event description:
Additional information received from a healthcare professional via a clinical study indicated that the event resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the catheter, model# 8781, (B)(4), found no significant anomaly. Dried drug, blood, or foreign material occlusion was observed. The catheter was received in two segments with the anchor detached. Both catheter segments were occluded at decontamination, but were easily broken loose. A slice cut was seen on the proximal and distal end of the second catheter segment (containing pin connector). A slice cut was also seen on the anchor. The slice cuts were likely due to explant. No catheter kink was observed during inspection. The entire catheter was not returned. Conclusion code was updated.

Event description:
It was reported that the patient had increased pain on (B)(6) 2015 and the pump was reprogrammed. On (B)(6) 2015 the increased pain continued. A therapeutic bolus was administered and the patient reported numbness at the pump site radiating to the flank without pain relief. Fluoroscopy revealed the catheter had migrated and dislodged from the intrathecal space. The catheter had migrated to t12. During surgery to revise the catheter, the implanting physician observed a catheter kink at the anchor site. Due to the kink at the anchor the catheter was spliced and the spinal segment was replaced. The event was noted as ongoing. The type of medication being delivered via the device system was dilaudid, bupivacaine, clonidine and baclofen. If additional information becomes available a supplemental report will be submitted.

Event description:
Additional information received via the clinical study indicated that the cause of the catheter kink was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.